Event description:
Customer called to report that the coulter ac.t diff2 analyzer produced high hemoglobin (hgb) results. The customer technical support (cts) assisted customer with troubleshooting the instrument issue, which did not resolve the issue. The field service engineer (fse) inspected the instrument onsite, and found that the wbc (white blood cell) bath was overflowing. The fse flushed the waste pathway and reseated the tubing inside the waste valves. The fse also replaced the waste filter, the hgb lamp and the holder assembly. Next, the fse adjusted the hgb voltage. Verification inspection procedures (vip) passed, and the fse verified instrument performance to ensure that the services performed effectively resolved the overflow issue. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
The root cause for the wbc bath overflow is attributed to the build-up of debris in the waste filter. The issue was resolved with the services performed by the fse. Please note that an additional medical device report was filed based on the same set of events as MDR #1061932-2012-00507 (B)(4).